Event description:
It was reported that the customer experienced an unresolved "no disposable alarm". The device setting were 2 ml/hr reservoir volume: 92 ml given on june 15, 2023. Air detector was off upstream sensor was off. Length of infusion:46 hr lock level: 2. Pump was not used to prime the extension tubing. No patient injury. No additional information available.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of a no disposable alarm is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.